Event description:
On (B)(6) 2010, a nurse at hosp requested assistance with setting up infusion device. Nurse reported pt was hospitalized on (B)(6) 2010 for low blood glucose; pt had another low blood glucose on (B)(6) 2010 after he made adjustments to infusion device. Nurse believes he may have adjusted it incorrectly due to poor eyesight. Time and date were set correctly on infusion device. Basal rates were adjusted and confirmed. Nurse could not provide details surrounding event that led to hospitalization. Nurse requested training for pt's family. F/u was completed with pt's wife. Ambulance was called the morning of (B)(6) 2010 because pt was unresponsive. He did not lose consciousness but "wasn't in his right state of mind." Emt tested blood glucose and it was in the 30 mg/dl range. Pt was treated with an IV and taken to the hosp. This event occurred following heart surgery. Insulin cartridge is typically changed every 4 days. Pt does not prime infusion device while connected to tubing. Pt had not consumed alcohol. Medication was recently changed due to heart surgery. No errors were received on infusion device. Infusion device was not dropped, cracked, or exposed to water or other liquids. Physician advised low blood glucose is due to "heart working better after surgery," and his insulin needs have decreased. Pt remained on infusion device at the hosp. Pt's target blood glucose is 80-140 mg/dl. Additional training is being arranged for pt and family. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.